Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (insulin on board calculation (iob)) issue. It was reported that the iob was greater than zero by the end of duration. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 08/28/2015 device evaluation: the device has been returned and evaluated by product analysis on 08/07/2015 with the following findings: the pump was returned with the insulin on board (iob) setting set to "on" with a duration of 4 hours. A normal and audio bolus of 10 units was performed and the iob indicated 19.99. At the duration of 4 hours, 30 units iob remained; therefore, the complaint of the iob not calculating correct was duplicated. The black box data from the date of the complaint was not available due to continued use of the device.